Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0e5k1, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient did not know if his device was working. The patient stated that when he found a program that worked for him it was like day and night- he had control of his symptoms. The patient stated about 1.5 - 2 months ago he was at work and had his radio right over his implant. The patient stated when the radio would "key up" he felt a burning sensation up his back. The patient stated since then his symptoms had returned. The patient stated he now had to rush to the bathroom, he did not make it and not much urine was coming out. It was indicated that this started about 2 months ago. The patient stated he had tried the different programs and had tried adjusting stimulation but there was no improvement. The patient stated he did not increase stimulation past 3.0. The patient stated he turned stimulation up to a point where he was feeling stimulation slightly, then he leaves it there. A follow-up report will be sent if additional information becomes available.